Manufacturer narrative:
Follow-up information received on 25-jan-2016. The correct lot number used in this case was a20058. Company causality comment: this medically confirmed, clinical study case report refers to a female subject who was involved in a interventional company-sponsored study and experienced chronic pelvic pain, menorrhagia, and dysmenorrhea. These events were considered non-serious by investigator. Left and right essure were removed during tlh/bso surgery and patient was hospitalized. All events are listed according to the investigator's brochure for essure. In this case, subject experienced the events about 3 years and 1 month after essure insertion. The essure removal occurred 1160 days after insertion. Based on the nature of the events and considering a positive temporal relationship, a causal relationship with study device cannot be excluded. This case was regarded as incident since surgical removal and hospitalization occurred. A product technical analysis is being sought.

Event description:
This is a clinical study case report received from an investigator in united states on 23-dec-2015 which refers to a female patient of unspecified age who was involved in a (B)(4) study number: (B)(4). Study description: use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness. Patient number: (B)(6). Random number: (B)(4). On (B)(6) 2012 essure was inserted with lot number (B)(6). Prior procedure she received ibuprofen 800mg and toradol 60mg intramuscular. During procedure, local anesthesia was done and she received diazepam 10mg, promethazine 25mg, hydrocodone 5/500mg, lidocaine with epi injection and paracervical block. The patient received the following concomitant medication: loestrin (anovlar) for menorrhagia and doxycycline for endometriosis. In (B)(6) 2015, the patient experienced chronic pelvic pain, menorrhagia, and dysmenorrhea (patient attempted to treat with oral contraception but did not notice an improvement. Symptoms have resolved with surgery). On an unspecified date, diagnostic hysteroscopy was done and showed intrauterine adhesions. On (B)(6) 2015, left and right essure were removed during tlh/bso surgery and therefore the patient was hospitalized. The outcome of the events was recovered / resolved with treatment. Company causality comment: this medically confirmed, clinical study case report refers to a female subject who was involved in a interventional company-sponsored study and experienced chronic pelvic pain, menorrhagia, and dysmenorrhea. These events were considered non-serious by investigator. Left and right essure were removed during tlh/bso surgery and patient was hospitalized. All events are listed according to the investigator's brochure for essure. In this case, subject experienced the events about 3 years and 1 month after essure insertion. The essure removal occurred 1160 days after insertion. Based on the nature of the events and considering a positive temporal relationship, a causal relationship with study device cannot be excluded. This case was regarded as incident since surgical removal and hospitalization occurred. A product technical analysis is being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 27-apr-2016. (B)(4). Lot a20058; manufacturing date: jun-2012; expiration date: jun-2015. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Follow-up received on 10-may-2016: chronic pelvic pain started on (B)(6)-2012 and led to hospitalization. Severity was reported as moderate. Event stopped on (B)(6)-2015. As treatment, patient had removal of left and right essure devices during tlh/bso surgery (this term event was considered treatment, not an event and was deleted from case by investigator). The event chronic pelvic pain was considered probable related to essure by investigator. The outcome of the event chronic pelvic pain was reported as recovered with treatment. Company causality comment: this medically confirmed, clinical study case report refers to a female subject who was involved in a interventional company-sponsored study and experienced chronic pelvic pain, menorrhagia, and dysmenorrhea. Subject was hospitalized due to chronic pelvic pain. Only the event chronic pelvic pain was considered serious by investigator. Upon receipt of follow-up, the event left and right essure were removed during tlh/bso surgery was deleted as this term was considered treatment for the event chronic pelvic pain. All events are listed according to the investigator's brochure for essure. In this case, subject experienced chronic pelvic pain about 1 month after essure insertion and the other events about 3 years and 1 month after essure insertion. The essure removal occurred 1160 days after insertion. Based on the nature of the events and considering a positive temporal relationship, a causal relationship with study device cannot be excluded. This case was regarded as incident since surgical removal and hospitalization occurred. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.